Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in fair condition; the housing was cracked. The investigation found that the device began double beeping the moment it was powered on. The investigation determined that an issue with the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited "double beep no cassette" during routine testing. It was reported that there was no patient involvement. No adverse effects were reported.